Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, when connecting the lead to the pacemaker, the setscrews did not make the safety turn and the setscrews of the ipg connection were released. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.